Event description:
It was reported that the customer experienced loss of consciousness due to a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer required assistance from contacts to regain consciousness but took no action to address bg level. Reportedly, the customer alleged that the pump software did not suspend insulin delivery; however, tandem technical support performed pump data log review and confirmed that the pump was operating as intended. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.